Event description:
It was reported "pump was experiencing motor error alarms". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.